Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the a bio-medicus life support cannula, there were insertion and removal issues with the cannula.it was reported that the obturator was stuck.the initial insertion site was used, and the device was replaced to complete the case.there was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The customer provided a video showing evidence that the introducer was stuck. The introducer was inserted and removed from the cannula several times with no issues observed. The introducer od was measured using a keyence scope and the cannula ID was measured using a pin gage. Introducer od was measured to be 0.278 inches, the specification has the od to be 0.281 +0.005 / -0.003 inches cannula ID was measured to be 0.273 inches, the specification has the ID to be 0.267 to 0.276 inches. Reason for return was visually confirmed by the video provided by the customer. H6.2 <(>&<)> h6.3: these fields were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.